Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, the tip of the driver was found to be broken. It could not be determined when the driver might have broken, this case or a prior surgery. The type of procedure or technique used was acdf and levels implanted were c6,7. X-rays were taken (not provided) and no device fragments were observed inside the patient.

Manufacturer narrative:
Product analysis #(B)(4) observation: the first ¿1.7mm of the drivers tip has been broken off. The fracture is just below the step in on the driver¿s head. The fracture surface gives indication that the failure was the result of torsional overload. The driver appears to have been heat treated correctly. Conclusion: the above findings are consistent with torsional overload. Gch item #10 feature or dimension: heat treat/hardness specification location: note 2 measurement method: hardness tester inspector <(><<)>(><(>&<)><(><<)>)> date: ms 26 february 2015 measurement (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.